Event description:
Complainant alleged that while attempting to pace a pt in bradycardia, the device was unable to increase pacer current. Also, upon an attempt to defibrillate, the device failed to charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.